Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during unpacking, the nurse noticed a black metal piece sticking out of the tome. A photo of the device was provided showing the cutting wire broken within the handle. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event.